Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus) due to cuff sizing issues. In a surgical procedure, all components of the existing aus were explanted and replaced with a new device. No additional patient complications were reported and the patient is expected to recover.